Manufacturer narrative:
Lot # - two seperate lots were reported as the reporter did not know which lot the device was from: r16e03104 and r16d06068. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the tubing of a clearlink continu-flo solution set above the second clearlink luer activated valve closest to the patient. This event occurred during patient infusion. The reporter stated that a medical intervention was required; the nurse clamped the damaged tubing and put the primary solution on hold but there was no patient blood loss. No additional information is available.

Manufacturer narrative:
Additional information: lot r16e03104 was manufactured 05/04/2016 and lot r16d06068 was manufactured 04/07/2016. The actual device was not available; however, a photograph of the sample was provided for evaluation as well as a companion sample. Visual inspection of the photo sample identified a cut in tubing approximately 18 inches above the bottom y site. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.